Event description:
It was reported that during an anterior cruciate ligament(acl) reconstruction surgery, it was observed that the small battery drive device stopped working. As a result, there was a two minute delay to the surgical procedure. There was an identical spare device available for use to successfully complete the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and seal deterioration from immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.